Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that the patient became hypotensive with respiratory failure and circulatory collapse. They were unable to treat the patient and support was withdrawn. No issues with the pump were reported by the hospital staff.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.